Manufacturer narrative:
(B)(4). D10: cat: 115313 lot: 65903465 comp rvsr shldr glnsp +336mm. Cat: 115396 lot: 66137235 comp rvs cntrl 6.5x30mm st/rst 66137235. G2: foreign- australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised four months post initial implantation due to disassociation of the glenosphere. During revision, the central screw was found to be insufficiently seated and was revised. Extra bony osteophytes were cleared. No additional patient consequences were reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h4, h6, h11 the following section was corrected: h4 no problem was found with the reported device. The revised bearing was not involved in the reported event of disassociation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.